Manufacturer narrative:
Batch review performed on 22 january 2020: lot 1811337: (B)(4) items manufactured and released on 15-mar-2019. Expiration date: 2024-03-04. No anomalies found related to reported problems. To date, (B)(4) items of the same lot have been already sold without any other similar reported event since 2017. Additional devices involved: batch reviews performed on 22 january 2020: gmk-sphere 02.07.1203l tibial tray fixed cemented size 3 l (k090988) lot 1810457: (B)(4) items manufactured and released on 28-mar-2019. Expiration date: 2024-03-13. No anomalies found related to reported problems. To date, (B)(4) items of the same lot have been already sold without any other similar reported event since 2017. Gmk-sphere 02.12.0310fl tibial insert fixed sphere flex size 3/10 mm l (k121416) lot 176149: (B)(4) items manufactured and released on 29-dic-2017. Expiration date: 2022-12-10. No anomalies found related to reported problems. To date, (B)(4) items of the same lot have been already sold without any other similar reported event since 2017. Gmk-sphere 02.07.0033rp patella resurfacing size 1 (k090988) lot 180308: (B)(4) items manufactured and released on 8-may-2018. Expiration date: 2023-04-25. No anomalies found related to reported problems. To date, (B)(4) items of the same lot have been already sold with one similar reported event since 2017. Preliminary investigation performed by medacta r&d knee project manager: the pictures provided show the femoral component and the tibial tray covered by biological fluids, as expected after implant removal. Based on the available information it is not possible to state any implant's related failure root cause.

Event description:
The patient came in 1 year and 6 months after the primary surgery due to signs of an infection and the pathogen is unknown. The surgeon removed all hardware and implanted an antibiotic spacer. The surgery was completed successfully.